Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's right atrial (ra) lead was repositioned due to dislodgement. In addition, phrenic nerve stimulation and no capture were noted. This ra lead remains in service. No additional adverse patient effects were reported.